Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer reported that they performed audio beep test and test was failed. The customer did not provide details regarding symptoms or treatment of their low blood glucose episodes. The product was not returned for analysis.